Event description:
It was reported that the 9800 system steering made a noise and the wheels could not be moved left or right. No injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The set screw on the upper collar was tightened during the service call. The system was tested and found to be working as intended and put back into service.